Manufacturer narrative:
Based on calibration and qc data a general reagent issue could be excluded. The alarm trace contained abnormal aspiration alarms which is consistent with poor sample quality. The centrifugation conditions are not corresponding the manufacturers recommendations. This issue is consistent with pre-analytical issues.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable results for 1 patient tested for ureal urea/bun and 1 patient tested for astlp aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation on a cobas 8000 c 502 module. The customer was questioning why the results were not accompanied by data flags. Of the data provided, only the results for one patient were discrepant. The initial ast result was 6 u/l and was reported outside of the laboratory. The physician questioned the result. The repeat result was 597 u/l the ast reagent lot number was 39749601 with an expiration date of 31-may-2020.